Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies, but alarm continued. Customer reverted to manual insulin injections. During system check with tandem technical support, customer was instructed to change infusion set to address the issue. Customer's blood glucose level was 400 mg/dl.